Event description:
A nurse from the user facility reports that a patient presented with a severe pain on 03/11/2006. Upon examination, the intraocular lens (iol)was found to be dislocated. The lens was removed and replaced two days later. The patient was doing much better the first day post op following the lens exchange. The original iol was implanted in 1999. Additional information has been requested.